Event description:
It was reported that on (B)(6) 2011 -the patient underwent anterior interbody fusion through a transforaminal posterior lumbar approach of l2-l3 and l3-l4 with posterior fusion with re-fusion at l4-l5 with fusion extending up through ll. Per the op report there was removal of pedicle screws l4-s1, lumbar laminectomy, l2, l3, l4, pedicle screw instrumentation l1, l2, l3, l4 and l5 with pedicle screws, infuse allogenic bone graft; traxis cage packed with auto graft, infuse in disk spaces at l2-l3, l3-l4, lateral gutters l2, l3, l4 packed with auto graft and infuse on (B)(6) 2011, the patient presented with: (B)(6) 2011 -lumbar neuritis or radiculitis, lumbar post laminectomy syndrome, narcotics (B)(6) 2011 -extreme mid/low back pain with numbness to left leg; pt has had 2 cervical and lumbar surgeries. First neck surgery 1996, 2nd in 2004; 1st back surgery in 2005, 2nd in (B)(6) 2011; pt states lumbar levels l1-l5 were fused by a surgeon; pt. States surgery helped with the tingling radiating pain going down her left lower extremity but does not help the pain that radiated across the back. Pt uses tens unit; chronic pain syndrome, facet arthropathy/syndrome, lumbar radiculopathy, cervical radiculopathy, cervical spondylosis, sacroilitis-continue dilaudid and continue cymbalta; complex pain to the endocervical and lumbar area; weight loss recommended (B)(6) 2011 -6 months post-op, doing well, pre-op leg symptoms gone, soreness in the back but overall doing good (B)(6) 2012 -pt, doing well; recently moved (B)(6) 2012 -to medical doctor for c/o sob, chest tightness, also c/o chronic pain related to prior back surgery; requested referral to the pain clinic

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.